Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer woke up with a blood glucose level of 291 mg/dl. The customer delivered boluses via the pump. During troubleshooting with tandem's technical support, it was noted that an air bubble came from the cartridge patient line and into the infusion set tubing. Reportedly, the customer did not want to fill tubing to remove the air bubble. Recommendation was made for the customer to contact their healthcare provider.